Event description:
It has been reported to philips that the system did not have any geometry movements upon startup. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the geometry power supply. The fse replaced the power supply and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system did not have any geometry movements upon startup. After reviewing the log file fse found that actual issue was failure of power supply of geometry hardware. Fse replaced the dc psu. After replacement the dc psu, the system was returned to use in good working order. The codes were updated based on the investigation outcome.